Manufacturer narrative:
The returned device was evaluated. During evaluation, internal inspection revealed a disconnected positive wire to the battery. The battery was capable of taking and holding a charge. The unit was able to engage in monitoring and all alarms functioned properly.

Event description:
It was reported that the "unit turns on and off, even with a full charge." There is no report of any patient impact or consequence as a result of the issue. No other details were provided.